Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned with a torque device attached to the guidewire. The guidewire was inspected and only a kink in the distal tip was found. The outer diameter of the distal tip, middle and proximal sections of the device are within specifications.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a hepatic vessel. A165cm transend guide wire was used; however, the device failed to pass through the catheter and fractured. The device was completely removed from the catheter and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a hepatic vessel. A 165 cm transcend guide wire was used; however, the device failed to pass through the catheter and fractured. The device was completely removed from the catheter and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.